Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months post implant, the right atrial (ra) lead appeared to be under-sensing on atrial lead, at times on atrial tachycardia/atrial fibrillation (at/af) events and non-sustained ventricular tachycardia (vt-ns) events. The ra lead remains in use. No patient complications have been reported as a result of this event.